Event description:
It was reported that the ceramic head fractured, came off, and fell in the patient's cervical canal during a therapeutic hysteroscopic electroresection of endometrial polyps. A hysteroscope was used to look for the fallen piece and the piece was retrieved using the hysteroscope with intra-uterine device removal hook. Additionally, the fractured part of the ceramic head scratched the patient's cervical canal and caused bleeding. The procedure was prolonged by less than 30 minutes and was completed with a back-up device. The patient has been discharged from the hospital and had no follow-up examination yet. There were no reports of further patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was caused by component failure of the ceramic head. The most likely cause for the component failure was some kind of excessive force and improper external force on the ceramic tip head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.